Event description:
The surgeon, reported via the sales rep, that the gamma 3 nail had fractured. The sales rep reported that during the initial implantation on (B)(6) 2012, the surgeon did not use a drill to break the cortex for the lag screw. The sales rep added that the patient was revised to a pathological gamma 3 nail on (B)(6) 2012. The sales rep added that the patient is currently prescribed alendronic acid to treat osteoporosis.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.